Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The pod was received with evidence of corrosion and cracks on the top and bottom housings. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was used in an attempt to pair the pod with the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the external power supply in an attempt to pair it with the master pdm. This attempt was unsuccessful. The download data was unable to be retrieved as the pod was unable to pair with the master pdm. Corrosion was observed on the pcb assembly and on all three batteries. Inspection of the fluid path found no damages, tears, or leaks that would result in an internal leak. It could not be determined if the cracks in the housings allowed fluid to leak into the pod and contribute to the observed corrosion. The exact cause of the corrosion could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 400 mg/dl while wearing the pod between 24 and 36 hours. While "swimming," the pod fell off, thus, cannula dislodged from the infusion site (arm).